Manufacturer narrative:
While the device was not returned for physical investigation. Pseudoaneurysms and hematomas are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. A thrombin injection was successfully applied post procedure to repair the pseudoaneurysm and additional pressure pressed out the hematoma. The reported issues were not related to device malfunction, but was the result of an endovascular procedure. Pseudoaneurysm requiring thrombin injection and hematomas are known minor complication of endovascular procedures or vascular closure and are not considered a serious injury. Patient did have a prolonged stay in the hospital related to the stroke he suffered and required a blood transfusion.

Event description:
Background: patient suffered a stroke while on vacation and was sent to hospital for an emergent cerebral thrombectomy. The vascade 6/7f device was selected for closure and inserted into the 8fr sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis achieved with the device. While in recovery, a large hematoma (larger than 6 cm) was observed and pressed out. An ultrasound was conducted and a pseudoaneurysm was located in the right common femoral artery, which was corrected with a thrombin injection. The patient was also giving a blood transfusion. Patient remained in hospital for 2 weeks and was discharged.